Event description:
Per the clinic, the patient experienced poor sound quality and reports of "shocks" with device use resulting in the decision to explant the device. The device was explanted on (B)(6) 2015; during the same surgery the patient was re-implanted with a new device.

Manufacturer narrative:
This report filed may 6, 2016.